Manufacturer narrative:
Per evaluation findings by the manufacturing site: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer, "low pressure errors 371/373 shown" could be confirmed by inspecting the device and the log files. The cause of the error message is a loose connection at the plug, which was treated by a third party intervention. The seen fixation of the loose plug does not correspond to the work instruction valid for karl storz production or repair sites. The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints, no trend was identified. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device was returned to our us facility, and will later be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that during a lap procedure on (B)(6) 2025, low pressure errors 371/373 shown on screen. They were able to complete the procedure without any delay, nor any patient impact.